Event description:
It was reported that the procedure was to treat a lesion with 90% stenosis and heavy calcification in the mid to distal right coronary artery. A 2.25x15 mm tenku rx balloon dilatation catheter (bdc) was advanced to the target lesion, the balloon was inflated and ruptured during the second inflation at 8 atmospheres. The bdc was simply withdrawn from the patient anatomy without any issues. There was no resistance noted during removal of the stylet or protective sheath. The device was soaked prior to use. Air was pulled outside the anatomy prior to use. A same size tenku rx bdc was used to further dilate the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. (B)(4).